Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be properly calibrated. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: it was confirmed that the touch screen was unable to be calibrated, as the touch screen assembly was broken. The programmer booted to a hardware error, which was attributed to a broken spacer between the printed circuit board (pcb) and link electronic module (lem). The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.